Event description:
It was reported that the instrument broke when inserting. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Another device was not needed to complete the surgery. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). H6 : proposed component (annex g) code is mechanical (g04) - provisional bottom. Performed a visual inspection of the provided photos and found it to exhibit signs of repeated use nicked / gouged and the medial feature of the tasp has fractured off. Tasp was not returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00214.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned item found it to exhibit signs of repeated use nicked / gouged and the medial feature of the tasp has fractured off. All pieces were not returned. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.